Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported they experienced poor aspiration during the phacoemulsification phase of the procedure. The product was replaced with another and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The returned sample was visually and functionally tested and passed testing, no aspiration issues were found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined; however potential root causes are listed. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. The manufacturer internal reference number is: (B)(4).